Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
A patient underwent radiofrequency ablation (rfa) using the halo 360 ablation catheter. Following the procedure, the patient reported difficulty swallowing. The treating physician performed an endoscopy which revealed a stricture. The stricture was treated with dilation twice with a balloon and once with a bougie. No further information was provided.